Manufacturer narrative:
A maquet field service tech investigated the device and found a defective actuator and a leaking valve on the main side of the device. During testing the 20 amp breaker tripped. The defective components were replaced. The device was tested to factory specifications. All tests were performed successfully and the device was returned to service. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).

Event description:
It was reported that the main side temp of the device would fluctuate between 37 and 32 degrees. System would not go below 32 with temp set at 20 degrees. System was removed from service. Incident occurred during pt use. No pt effect was reported. (B)(4).